Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Technical issue with novopen 4 [device malfunction]. Novopen 4 isn't injecting the required doses [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a patient family member or friend as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2021, "technical issue with novopen 4 (device malfunction)" beginning on (B)(6) 2021, "novopen 4 isn't injecting the required doses (incorrect dose administered by device)" beginning on (B)(6) 2021, and concerned a (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2021 and ongoing for "type 1 diabetes mellitus", novorapid penfill (insulin as part) (dose, frequency & route used-ranged from 4 to 7 iu according to the meal (3 doses/day ), regimen #2 unk (additional dose), regimen #3 ranged from 4 to 7 iu ongoing according to the meal (3 doses/day), subcutaneous) from (B)(6) 2021 and ongoing for "type 1 diabetes mellitus", tresiba flextouch u100 (insulin degludec 100 iu/ml) (dose, frequency & route used-10 iu once daily at night, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus". Patient's height: 150 cm. Patient's weight: (B)(6) kg. Patient's bmi: 12.88888890. Dosage regimens: novopen 4: (B)(6) 2021 not reported (dosage regimen ongoing); novorapid penfill: (B)(6) 2021 not reported (dosage regimen ongoing); tresiba flextouch u100. Current condition: type 1 diabetes mellitus(since (B)(6) 2021). Historical drug: lantus. On (B)(6) 2021, patient suffered from hyperglycemia due to technical issue with novopen 4, patient's blood glucose level reached 500 mg/dl on (B)(6) 2021 for 2 days and on (B)(6) 2021 reached 442 mg/dl as the reporter recognized that novopen 4 wasn't injecting the required doses. It was reported that, after checking insulin flow and doing pen training and by adding a new needle , the blood glucose level become adjusted after taking additional doses of novorapid penfill and treatment received was additional dose of novorapid penfill. Upon follow up, it was reported that the pen was dropped down from the patient himself and then had elevated bg level to 500 mg/dl two days later to the incidence. The reporter checked the pen to find that the dose counter back to zero after pressing on the dose button without insulin injection, the problem was solved later to change the needle and the penfill. The pen is being used normally now and the hyperglycemia stopped 3 days later to the event onset date. The pen is working normally now. The reporter had been trained by the patient's hcp in the use of the novopen. Additionally it was informed that the needle (unspecified) was used to be reused for the 3 or 4 injection times a day and the needle was left attached to the pen in between injections. Batch numbers: novopen 4: jvgx736; novorapid penfill: ls6dv69, ls6dv69, ls6dv69; tresiba flextouch u100: lp57604. Action taken to novopen 4 was reported as other. Action taken to novorapid penfill was reported as no change. Action taken to tresiba flextouch u100 was reported as no change. On 2021, the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "technical issue with novopen 4 (device malfunction)" was not reported. The outcome for the event "novopen 4 isn't injecting the required doses (incorrect dose administered by device)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Preliminary manufacturer's comment: 05-jan-2022: the suspected device has not been returned to novo nordisk for evaluation. It was reported that the pen was dropped down by patient and pen was not working correctly for transient period. However, after changing the needle, the device was working normally. Bent or blocked needle could the reason for device malfunction, and it is related incorrect handling of device. Reporter comment: no lack of efficacy was suspected as the patient adjusted blood glucose level with additional doses of novorapid.

Event description:
Case description: investigation results : novopen 4 batch number : jvgx736. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Novorapid penfill 3 ml 100iu/ml batch number: ls6dv69. A reference sample was chemically analysed and the results were within the product specifications.the product was not returned for examination. Product name: tresiba® flextouch batch number: lp57604. No investigation was done. Since last submission following information has been added: - EU/ca tab updated. - device addendum tab updated. - qc result updated. - narrative updated. Final manufacturer's comment: 07-mar-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. It was reported that the pen was dropped down by patient and pen was not working correctly for transient period. However, after changing the needle, the device was working normally. Bent or blocked needle could the reason for device malfunction, and it is related incorrect handling of device. H3 continued: evaluation summary: name: novopen 4, batch number: jvgx736. The product was not returned for examination. The batch documentation was reviewed.no abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.